Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver powered the device off and could not wake it using the sleep/wake button; the patient placed the device on the charging pad per guidance, after which the device powered on and functioned normally. Symptoms included no reported clinical effects. Outcomes included no alerts, no alarms, and no need for medical care. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed user difficulty waking the device, with device functionality restored by charging, consistent with normal operation when battery state prevents immediate wake. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error without device malfunction.